Manufacturer narrative:
Sections with additional information as of 30-mar-2021: d8; answered no. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underline root cause - mlc-20 user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 03-feb-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results from results obtained of 271 and 25 mg/dl. The customer was also concerned with back to back blood test results of 200, 120 and 50 mg/dl fasting; the results were not able to confirmed in the meter memory. The customer¿s expected am fasting blood glucose test result range is 119-120 mg/dl and pm fasting blood glucose test result range is 120-125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored bathroom. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).